Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. The package insert states under warnings, "the devices can break when subjected to increased loading associated with nonunion or delayed union. Internal fixation devices are load-sharing devices that hold a fracture in alignment until healing occurs. If healing is delayed, or does not occur, the implant can be expected to break, bend or fail. Loads produced by weight bearing, and activity levels may dictate the longevity of the implant." Under possible adverse effects, it also states. "Nonunion or delayed union which may lead to breakage of the implant. Bending or fracture of the implant."

Event description:
It was reported that a patient underwent an initial ankle trauma procedure. The patient was revised due to nail breakage at the talus joint 8 months after implantation. It was also reported that the breakage happened at the compression slot. The distal portion was removed using an extraction tool. The proximal piece was also removed. No complication or delay reported. No further information is available.